Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the doctor won't or can't do anything until medtronic fixes implant that does not charge. The pain and numbness was not related to device-they had a fall.

Event description:
Information was received on (B)(6) 2023 from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt at this time was having a procedure so no troubleshooting could be done. The caller states the system was 'not functioning properly', the 'controller does not locate the device'. The hcp reported they were unsure if the pt is able to charge, caller states the pt indicated they had 'tried for hours' to charge but had not been able to use the system as intended for two years. The hcp didn't know if the system was charged. Tss asked caller if in the past two years the pt had followed up with their doctor and the pt told them the doctor told the pt that if 'it's not hurting you then don't do anything about it'. The caller was skeptical of the pt's history of the device and skeptical if the pt even knows how to use the system. The caller is going to elect to have the pt call patient services the following day to attempt troubleshooting over the phone. Additional information was received on (B)(6) 2023. The patient reported the same information the hcp provided on (B)(6), 2023. The pt confirmed they had been having issues charging their implant starting 2 years prior. During the call the pt confirmed there was no visible damage to the recharger or the controller charging port. When the pt plugged in the recharger they saw a poor recharge quality message, but then it changed to recharging excellent and good. The pt reported they had charged for hours and the quality was showing excellent however, the implant charge did not increase and there was a red exclamation mark. The controller charge was at 90%. The pt reported they did have a recent fall and left a message with someone about this issue on (B)(6), 2023. The pt was experiencing pain and numbness going down both of their legs. The pt did have a cat scan and a myelogram and they were told that everything was correct and positioned right, so the pt was told to get an MRI. The pt was redirected back to their doctor for readjustment/reprogramming and was given the number to the national answering service.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.